Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation, visual inspection reported no faults found, the functional evaluation found the device failed to pump, establishing a relationship between the device and the reported events. The root cause identified as a pinched tubing inside the device. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a brand new renasys go was not able to provide suction when tested prior to giving it to a patient. It is unknown how the treatment was continued or if there was a delay. No patient harm.